Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 6947 lead was returned and analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared to have been damaged at implant. (B)(4) the full 6935 lead was returned and analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that the right ventricular (rv) lead was removed due to high impedance and fracture. Then during the procedure a new right rv lead would not pass transvenously due to stricture and fibrous in-growth from existing implanted leads. Another rv lead was tried but could not pass either. The physician then used an even smaller lead and was able to successfully implant that lead. No patient complications were reported as a result of this event.